Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. (B)(4).

Event description:
Consumer reported complaint for low results. Customer's expected results are 90-102mg/dl - fasting. Strip expiration date is 04/30/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 84mg/dl and 75mg/dl - fasting. Reviewed meter memory: 1:91mg/dl (B)(6) 2015 04:14:00 pm fasting:yes. 2:85mg/dl (B)(6) 2015 10:08:00 pm fasting:yes. The customer is concerned with the results due to her a1c that was done a couple weeks ago and it was 6.1. The customer only ran 2 blood test on the meter. She does not have any symptoms of low blood sugar. She had taken the results fasting. She does not take any medication for diabetes and she has not had any changes in her diet.